Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va0bh3c, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0bh3c, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the in general the patient got very sick and didn¿t know what to do. One day in (B)(6) the patient woke up with severe neck pain, a migraine, and spinal pain. It was noted that the patient had a special x-ray done in (B)(6) 2013 and indicated that their spine deteriorated overnight. The patient had another appointment on (B)(6) 2014 to check for cancer. It was reported that the patient had had pain on and off since the implant on (B)(6) 2014 and the implantable neurostimulator (ins) was currently off due to pain at the wire site near the tailbone and around the ins. The patient had been using heating pads. It was noted that the patient had tried to see another hcp but they were reviewing their records and the patient didn¿t want to wait. A patient reported she always had the device turned off because it was broken. The patient stated she has interstitial cystitis (ic) and used to have really bad bladder retention. The patient stated she used to have one setting that worked but it stopped working around (B)(6) 2014. The patient does not have a healthcare professional (hcp) they are seeing. The patient stated it just stopped working. Additional information from the hcp reported the device is ¿broken¿. The hcp went on to state that one of the leads was broken and the device had not been helping since implant. The hcp read from the patient¿s chart from an appointment in (B)(6) 2014 that the device was off when interrogated and they turned it back on and the patient had pain running down her left leg, they decrease the pulse width and asked the patient to go back and forth between lead 3 and lead 4, it was assumed that they might program 3 and 4. The hcp stated this was the last note and the patient had not follow up since then. The hcp indicated that it seems that the patient hadn¿t been using the system and had been leading towards having it removed. The patient hcp also mentioned the patient had a drug problem and was on high doses of oxycodone. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.